Event description:
Heartmate 3 left ventricular assist device patient with chronic (B)(6) driveline infection now presents with worsening infection symptoms and cultures growing both (B)(6) and proteus mirabilia. Surgical incision and drainage and vacuum dressing were required, and patient was again discharged with IV antibiotics.